Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 196 mg/dl and their sensor glucose read 400 mg/dl. Customer also reported treating for their blood glucose with the insulin pump, but their blood glucose would not decline. The customer declined to troubleshoot for their high blood glucose. Customer also reported experiencing a low blood glucose of 48 mg/dl. The customer was treated by the paramedics for their low blood glucose event. The customer's current blood glucose was 290 mg/dl. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.